Event description:
It was reported that the stent prematurely deployed. A 6x40x130 innova self expanding stent was selected for a procedure in the subclavian vein (scv). Pre-dilation was performed resulting in a less than 50% stenosed lesion. A non-bsc guidewire and 6 fr access sheath were used and the device was delivered via antegrade approach. It was reported that it was difficult to deliver the device to the lesion, the wire did not have smooth movement. Despite lubricating the device the stent deployed approximately two struts despite the safety lock remaining on. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed damage to the sheath 82cm from the nosecone. Microscopic examination revealed no additional damages. The stent is outside of the device. The thumbwheel lock is missing and the rack has moved 6mm from the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damages to the device that may have contributed to the premature deployment and resistance.

Event description:
It was reported that the stent prematurely deployed. A 6x40x130 innova self expanding stent was selected for a procedure in the subclavian vein (scv). Pre-dilation was performed resulting in a less than 50% stenosed lesion. A non-bsc guidewire and 6 fr access sheath were used and the device was delivered via antegrade approach. It was reported that it was difficult to deliver the device to the lesion, the wire did not have smooth movement. Despite lubricating the device the stent deployed approximately two struts despite the safety lock remaining on. The procedure was completed using another of the same device. No patient complications were reported.